Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for evaluation; however, medical records were provided for review. The investigation is confirmed for filter limb detachment, perforation of the inferior vena cava and filter tilt; however, the investigation is inconclusive for filter migration. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced migration, malposition of device, detachment of device or device component and patient device interaction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 68 year old female patient was 220 lbs.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review will be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided for review. The company is still investigating the issue at this time. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced migration, malposition of device, detachment of device or device component and patient device interaction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) female patient was (B)(6).